Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and replaced the worn nozzle, c4, #6 blank, cuv wash and aspir tubing bundle and nozzle c4 #1, #4, #5, parts which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends with the complaint issue. A review of tracking and trending for the nozzle, c4, #6 blank, cuv wash and aspir tubing bundle and nozzle c4 #1, #4, #5 did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the nozzle, c4, #6 blank, cuv wash and aspir tubing bundle and nozzle c4 #1, #4, #5, were identified.

Event description:
The customer observed falsely elevated magnesium (mg) results generated on the architect c4000 for patient samples. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): sample ID (B)(6) initial result = 6.5 mg/dl, repeat = 3.4 mg/dl, repeat on another architect (serial number (B)(6) = 2.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium (mg) results generated on the architect c4000 for patient samples. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): sample ID (B)(6) initial result = 6.5 mg/dl, repeat = 3.4 mg/dl, repeat on another architect (serial number (B)(6)) = 2.0 mg/dl. No impact to patient management was reported.